Event description:
The surgeon reported that during surgery to implant pedicle screws, an anterior interbody implant had migrated. No add'l surgery was required.

Manufacturer narrative:
Device was not removed.